Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on(B)(6) 2023. On (B)(6) 2023, the patient had inaccurate cgm values 6 days after the sensor was inserted in the arm. The day of the event, the patient felt ill, bad throughout the entire day, and had to throw up. The patients¿ blood glucose level was tested at separate times during this, and at multiple times during the day the blood glucose reading was 2.9 mmol/. At these times, the dexcom cgm reading was 8.0 mmol/l. The patient was given food and dextrose but as the blood glucose reading was not elevating, the patient was brought to the hospital by a family member. The reporter is unsure what happened at the emergency room, as the reporter was not there, but the patient was discharged and sent home after 4 hours. At the time of the report the patient was in a good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.